Event description:
Procedure was to the left popliteal, the lesion size was >40mm and the lesion was described as non-tortuous with moderate calcification. Lesion site was predilated with a 6x40mm pta balloon, the complete se stent 6x40mm was then inserted, positioned and deployed. The stent was fully deployed when the surgeon went to remove the catheter it was caught on the proximal end of the stent near the markers. The catheter was manipulated to disentangle it from the stent and the stent was post dilated with a 6x20mm balloon. Post procedure it was reported that it was a successful result with stenosis sites treated successfully. Device evaluation: the delivery system was returned for evaluation. The proximal end of the distal tip was flared and partially raised.

Manufacturer narrative:
(B)(4). Evaluation, results: unapproved use of device (device used in the popliteal artery); (root cause cannot be determined); conclusion: no conclusion can be drawn (root cause cannot be determined).